Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the erc tubing clamp. The incident occurred in montpellier, france. The affected device was returned to livanova deutschland for repair. The reported issue was not reproduced. As per equipment maintenance intervention prevention the following parts were replaced: stator with sensor board, spindle complete with block, bearing ad groove ball bearing, both clamp boards. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 erc tubing clamp gave error message "arterial clamp defective" and open/close function buttons disappeared from the cp5 control panel during setup. There was no patient involvement.

Manufacturer narrative:
H10: the device opening should be manually handled by the user unless an electro-mechanical failure is persistent and the clamp could block in a closed or open position. Since no malfunction/error was highlighted, a hardware failure can be ruled out. However, livanova field service representative's activity was performed after re-establishing the electrical contacts between the internal components of the arterial clamp, therefore, it cannot be excluded that a temporary loose connection between the clamp control board and the rotor may have led to the reported issue.

Event description:
See initial report.